Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator failed the electrical safety test. The customer reported that the test failed the grounding at the proximal port; it was noted that other grounding checks were "good." The rse advised the customer to check the ground wire at the proximal port for tightness, and to retest. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 09feb2026, 19feb2026, and 26feb2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.